Event description:
It was reported that during a lap choly procedure after two clips were fired, the third clip started ejecting out of the device. Another device was used to complete the case with no patient consequence.